Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from olympus south korea there was the possibility that the reported phenomenon was attributed to the handling of the device by the user, because the user placed another product on the lid.

Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The user found the lid of the device was cracked during preparation for use. There was no report when the crack had occurred. There was no patient injury report related to the event.